Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports a method comparison with results greater than 15% or 0.4 with the pt inr cartridge lot # c13156. The customer states that the patients inr result for lot c13156 is 4.4 and for lot c13164 the inr result was 3.8. There was no patient information or result times available at the time of this report. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.